Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacturer previously reported the ventilator's interface board was replaced to address the remote alarm connector failure. The interface board was not replaced. The estimate was rejected and the device returned to the customer unrepaired. During the evaluation, the inlet air path, air path foam, and filter needed replaced for prevenativie maintenance.

Manufacturer narrative:
The manufacturer previously reported the ventilator's interface board was replaced to address the remote alarm connector failure. The interface board was not replaced. The estimate was rejected and the device returned to the customer unrepaired.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a failure related to the remote alarm connector was observed. The device's interface board was replaced to address the issue.